Manufacturer narrative:
The delivery system was returned for evaluation; the stent component and suture were not returned. Visual evaluation of the device revealed the push catheter to be broken and buckled near the proximal end; it appeared that the push catheter was intentionally cut during use. The suture hole on the push catheter was found torn. The guide catheter was found stretched and broken in multiple places near the proximal end. The broken proximal pieces of guide catheter were found stuck on a guidewire and could not be removed; the broken distal end of the guide catheter was not returned. The guidewire was returned retracted into the delivery system; no damage was noted to the guidewire. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during a procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the guide catheter progressively stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during a procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the guide catheter progressively stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.